Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the right ventricular lead exhibited non sustained right ventricular oversensing and intermittent atrial capture during pacing. The lead sensed both atrium and ventricle. Lead dislodgement was suspected via x-ray as it was pulled back toward the valve. Lead revision was discussed. The patient was stable.